Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products and therapy dates: motor device ((B)(6) 2020). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure it was observed that the attachment device and motor device were heating up when being used together. It was reported that there was no delay in the procedure due to the event. It was reported that unspecified spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the attachment device had heat, was making excessive noise, cosmetic damage ¿ worn, bearings were damaged, foreign substance from cleaning/sterilization, and vibration. It was further determined that the device failed pretest for vibration, and temperature. Therefore, the reported condition that the device was heating up was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse.